Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a mitral valve surgery in (B)(6) 2019 and passed away on (B)(6) 2019. The patient's wife was concerned that the implantable cardioverter defibrillator was not turned on after the surgery and requested an investigation of the device. The device was interrogated and found to be active after the procedure. On (B)(6) 2019, the patient experienced a ventricular fibrillation episode. The arrhythmia was undersensed by the device resulting in no high voltage therapy delivered. According to the patient's wife, this correlated with the time of patient death. The episode was reviewed and it was noted the primary issue was the programming on the device. The ventricular fibrillation had a very low amplitude and a significant number of events were unable to be sensed at the setting the device was programmed to. No further information was reported. Related manufacturer reference number: 2017865-2019-12044.